Manufacturer narrative:
Results of investigation: the avea gas delivery engine (gde) was returned to carefusions failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to expiratory pressure transducer.

Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer reported that while in use by a patient that the ventilator alarmed circuit occlusion and the exhalation port was making an intermittent occlusion sound. The filter was changed and this did not resolve the reported issue. The ventilator was being used in conjunction with a jet ventilator. It is unknown if there was any patient harm.